Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: loss of external power due to defective power supply. Unit alarms with "loss of external power" and continous on battery power. 24 v at mainboard (measured between pin gnd_power and pin +24v_ps) is not available, exchange power supply. No patient involvement.